Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of the emerge balloon catheter in two pieces. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube and shaft of the device. There was a complete hypotube separation 81.5cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The tip was damaged. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge¿ balloon catheter was selected for use. However, during the procedure, the mid shaft was noted to be broken. No patient complications were reported.